Manufacturer narrative:
The technician replaced the right head siderail assembly to repair the bed.

Event description:
Info rec'd indicates the right head siderail assembly pivots are broken which damaged the siderail cable, exposing bare wiring.